Manufacturer narrative:
Device it power up properly after battery installation. Device received with operating currents within spec. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed delivery accuracy test. No over delivery anomalies noted. Device received with scratched case, pillowing keypad overlay, cracked keypad overlay, missing display window cover and cracked case (battery tube). The p-cap does lock properly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer experienced low blood glucose level and customer alleged insulin pump was over delivering. Customer current blood glucose level did not know. The customer was treated with food. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer stated that the auto mode feature was active at time of low blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. Customer alleged that insulin pump was over delivering because it kept going low at night and have to suspend it manually. Customer was assisted with troubleshooting for low blood glucose. The insulin pump and reservoir will be returned for analysis.